Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys toxo igg immunoassay results for 1 patient sample tested on a cobas 8000 e 602 module serial number (B)(4). The toxo igg result was 104.7 coi (reactive) on the e 602 and was reported outside of the laboratory. The toxo igg result was 1.9 coi "gray zone" on the architect method. The toxo igg result was negative on the siemens method. On (B)(6) 2018 a new sample was collected and the result was 102.9 coi (reactive) on the e 602. There was no allegation of an adverse event.

Manufacturer narrative:
The calibration signals and the provided qc recovery were acceptable. The reagent performed within specification.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.